Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unknown. As the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. As the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records were not provided; therefore, a review could not be performed. Images/photos were not provided; therefore, a review could not be performed. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliac, an alleged leak was observed at the tip of the balloon when inflated to rated burst pressure. Reportedly, there was difficulty retracting the balloon through the 7fr sheath. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.